Manufacturer narrative:
B5 describe event or problem was updated. Incoming information initially indicated that the reported incident was attributable to a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Additional information was received from the study coordinator that there was no connection between the gore vbx device that caused or contributed to the reported temporary stroke. Therefore, gore considers this to be a non-complaint and is withdrawing manufacturer report number 2017233-2025-06802.

Event description:
The following was reported to gore from the tgr 23-02tb medidata study database: on an unknown date, this 75-year-old male patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm using devices from unknown manufacturer. On an unknown date, an endoleak type ia was noted. On (B)(6) 2025, the patient underwent reintervention of the type ia endoleak, using the gore® tag® thoracic branch endoprosthesis, the aortic component in the aortic arch and one side branch component in the left subclavian artery. Distal to the aortic component, a valiant¿ thoracic stent graft system (medtronic) was implanted as an extension. Due to unintentional coverage of the left common carotid artery (lcca) with the proximal edge of the tbe aortic component, a 8 x 59 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was implanted to re-establish flow to the covered lcca. On the same day, reportedly the patient had a stroke aphasia. The clinical study site assessed the primary relationship to be related to a concomitant gore device from the index pathology, which was a vbx stent graft. Aphasia completely regressed within 24 hours and the patient recovered without sequelae and without therapy or treatment. In the patient's medical history it was stated, that the patient had no stroke previously. The site clarified that the vbx stent graft implantation was necessary because there was insufficient landing zone in the lcca. The tbe prosthesis was not sufficiently rotated upon release. There is no connection between the vbx stent graft and the temporary stroke. The stroke is aphasia, which is completely regressive, so the site assumed a possible air embolism during angiography could have been the cause.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c20: the device remains implanted in the patient, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the tgr 23-02tb medidata study database: on an unknown date, this 75-year-old male patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm using devices from unknown manufacturer. On an unknown date, an endoleak type ia was noted. On (B)(6) 2025, the patient underwent reintervention of the type ia endoleak, using two gore® tag® thoracic branch endoprosthesis, one aortic component in the aortic arch and one as a side branch component in the left common carotid artery. Distal to the aortic component, a valiant¿ thoracic stent graft system (medtronic) was implanted as an extension. Due to an unknown coverage of the left common carotid artery (lcca), a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was implanted to re-establish flow to the covered lcca. On the same day, reportedly the patient had a stroke aphasia. The clinical study site assessed the primary relationship to be related to a concomitant gore device from the index pathology, which was a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent). Aphasia completely regressed within 24 hours and the patient recovered without sequelae and without therapy or treatment. In the patient's medical history it was stated, that the patient had no stroke previously.